Manufacturer narrative:
The product was not returned for exam. A search of the complaint database did not show any other reports against the lot code. The investigation could not draw any conclusions about the reported polyethylene wear without the product to examine. It was noted the product was implanted for approx 13-1/2 years prior to revision. No evidence was found suggesting product error was a contributing factor, and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be rec'd, the investigation will be re-opened.

Event description:
Pt was revised to address poly wear.